Event description:
A male underwent evar in 2008. One flex main body and two flex legs were laced. During the repair, the physician had difficulty releasing the trigger wire. He removed the thumb screw from the black trigger ire release mechanism. Then he attempted to remove the black trigger wire and was unable to remove it. After several attempts, he was able to remove it with graft difficulty. Then the physician loosened the black pin vise, and attempted to push up the pink inner cannula and the top cap would deploy. He then advanced the grey positioner and it still would not deploy. Next, the physician pushed on the opposite side of the abdomen to help with the slight angulation and it still would not deploy. The physician worked, trying different things for approximately 30 minutes. Then removed the white trigger wire in hopes that would help in case something was off. Still nothing happened. The physician then called cook's zenith planning manager for advice. He then inserted a 12-4 balloon in the contralateral side and pushed on the opposite side of the abdomen and the top cap deployed. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation - still under investigation.